Event description:
Patient reported that they would start charging their implantable neurostimulator (ins), but shortly after, the wireless recharger (wr) light would go flashing orange and make a descending tone. Patient services (ps) reviewed meaning of flashing orange light. During call, ps helped patient perform a hard reset of the wr and patient was able it to connect with ins but had difficulty staying connected. When they applied pressure over wr, it was able to stay connected with ins continuously. Patient also noticed that the implant itself wasn't laying flat and a corner of the implant was poking out and ins was taking longer to charge up. Due to their recharging difficulties, they weren't able to charge up their implant and they had been shaking horribly so they had went to the mdt rep in tuscon and was given the rep's charger and rep helped them charge their ins up. Ps reviewed how this could affect recharging. Patie nt mentioned they received replacement wr recently and said that replacement wr seemed to resolve their poor coupling issues but not for very long. Ps redirected patient to their provider to address pocket. Cause of the patient's ins sticking out/not laying flat was not determined. X-rays to be completed. Issue has not yet resolved, but once x-rays come back, will see what neurosurgery recommends for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.